Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a skin irritation on (B)(6) 2014. Patient's mother stated that the patient experienced a severe rash as well as blistery, open sores at the site of sensor patch adhesion. Patient's mother spoke with a nurse about the reaction on (B)(6) 2014. At the time of contact, the patient's mother did not report any further medical intervention and the patient was in good condition.

Manufacturer narrative:
(B)(4).